Event description:
The user is questioning the device's functionality during deployment.

Manufacturer narrative:
(B)(4). There was no fault found with the device. High impedance in the pads was detected during deployment, however audio instructions and labeling are present to assist the user in overcoming high impedance in the pads. The device performed according to specs.